Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that the patient felt some movement just lateral of the ins, during an MRI. The ins was in MRI mode and the procedure was aborted after several minutes. No injury was reported. And the issue was not resolved. Additional information was received, from the manufacturer representative (rep). It was reported,,d that there was not a device, therapy or procedure issue. "Felt movement", was how the patient described the feeling just lateral to the implant, while in the scanner. The patient went on to report, that they had lost a lot of weight and the battery moved quite easily in the pocket. So that, might have played a part in what she felt. The patient did not feel comfortable continuing the scan, so it was aborted. The cause was not determined. And no further actions or interventions were planned to resolve the issue.